Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "some of the locking screws are reported to not be locking and may lack threads required. Alternate screws were used instead of same size and description meaning procedure continued as expected after small delay."

Event description:
As reported: "some of the locking screws are reported to not be locking and may lack threads required. Alternate screws were used instead of same size and description meaning procedure continued as expected after small delay."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.